Event description:
It was reported that during a procedure, upon insertion of the catheter into the left atrium, the intracardiac signals of the ablation catheter were extremely noisy. It was confirmed that the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings simultaneously on the carto and ge cardiolab ECG recording systems. The noise was described as high frequency with big amplitude. Replacing the ablation catheter resolved the issue. The case was completed. No patient injury was reported.

Manufacturer narrative:
(B)(4). It was reported that during a procedure, upon insertion of the catheter into the left atrium the intracardiac signals of the ablation catheter were extremely noisy. It was confirmed that the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings simultaneously on the carto and ge cardiolab ECG recording systems. The noise was described as high frequency with big amplitude. Replacing the ablation catheter resolved the issue. Upon receipt of the catheter involved, it was visually inspected and was found in normal condition. The catheter was electrically tested and passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verified that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).